Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00968/-00969/-00970).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, lack of mobility, dysfunction, loss of range of motion, metal poisoning and metallosis. Subsequently, patient was revised on (B)(6) 2012. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states,¿fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip athroplasty on (B)(6) 2012. Legal counsel further reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, lack of mobility, dysfunction, loss of range of motion, metal poisoning and metalosis. Subsequently, patient was revised on (B)(6) 2012. Additional information provided in patient medical records indicates patient was treated with an open reduction internal fixation of the left femoral shaft periprosthetic fracture on (B)(6) 2012. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2012 was due to pain. The patient's operative report noted broken screws and broken cables. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.